Event description:
It was reported that a patient with an implanted intellis adaptivestim pain implantable neurostimulator experienced a shocking sensation and pain at the implantable neurostimulator site. The painful and shocking sensations had been ongoing for approximately 6-8 months and had worsened in the last few days. The sensations occurred regardless of battery status, but were noticed more frequently during recharging, with each episode lasting about 30 seconds. The battery had been off since the previous day, yet the sensation persisted. No impedance test had been conducted. The patient was scheduled for a battery replacement. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins, model [97715], s/n (B)(6) , revealed the implantable neurostimulator (ins) passed functional testing. No significant anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep reporting that the patient was in the hospital today to have her battery replaced. The battery will be taken to fedex and returned tomorrow. The patient was reporting pain in the pocket area that she described as a "shocking sensation" the sensation would come on sporadically and would last 30 seconds to 60 seconds. She stated that the sensation would occur whether the device was on or off. When we interrogated the device prior to surgery she noted that there was pain with pressing on the pocket area. During the pre-op interrogation it was noted that electrode number 5 showed high impedances (27150 - 28810). The patient did not have any programs that were programmed on that specific electrode. The patient reported that she was getting good pain relief with regards to her stimulation. We will continue to provide updates as they become available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.